Event description:
It was reported that a 29mm pericardial aortic valve was explanted after an implant duration of 12 years, four (4) months due to aortic stenosis and aortic regurgitation. The explanted valve was replaced with a 29mm edwards surgical valve of unknown model and a 32/40mm ascending dacron valsalva graft. Per the operative report, the aortic valve was excised and the annulus was debrided. A 29mm pericardial composition graft was chosen. The 29mm surgical valve was then placed into the aortic annulus. All the knots were tied and the fit was satisfactory. The left and right coronary artery buttons were placed onto the composite graft. The patient weaned off cpb without difficulty. The operation was completed without difficulty. Defibrillation and ddd was required before completion of surgery. The patient tolerated the procedure well and was transported to the ICU in critical condition. The patient was reported to be doing well post-procedure. The patient was discharged home on pod #10 in stable condition.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis was confirmed. Report of regurgitation was visually confirmed due to leaflet tear. X-ray demonstrated heavy calcification on leaflet 1, minimal calcification on leaflets 2 and 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3mm near commissure 1 on outflow aspect. All three leaflets were observed to be thickened and swollen near the commissures. Calcification, host tissue, and thickened tissue restricted the leaflets mobility and led to stenosis. Leaflet 1 had a 3mm tear near commissure 1, and an 8mm tear near commissure 2. Leaflet 3 had a 3mm non-transmural tear near commissure 1 at the inflow aspect. Thickened tissue was observed at all three tear regions. Calcification was also observed on leaflet 1 tear near commissure 2. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, it was determined that the root cause of this event was calcification, host tissue, and thickened tissue restricted the leaflets mobility and led to stenosis. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
- Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that a 29mm pericardial aortic valve was explanted after an unknown implant duration due to aortic stenosis and aortic regurgitation. The explanted valve was replaced with a 29mm edwards surgical valve of unknown model and a 32/40mm ascending dacron valsalva graft. Per the operative report, the aortic valve was excised and the annulus was debrided. A 29mm pericardial composition graft was chosen. The 29mm surgical valve was then placed into the aortic annulus. All the knots were tied and the fit was satisfactory. The left and right coronary artery buttons were placed onto the composite graft. The patient weaned off cpb without difficulty. The operation was completed without difficulty. Defibrillation and ddd was required before completion of surgery. The patient tolerated the procedure well and was transported to the ICU in critical condition. The patient was reported to be doing well post-procedure.